Manufacturer narrative:
During device evaluation at olympus, it was found that distal end had deformation and wire sheath was torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the peeled cover and knife wire were exposed could not be determined, likely factors causing the defect could have been the following: it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Although a definitive root cause of the deformed knife wire could not be determined, likely factors causing the defect could have been the following: when pre-curved stylet was removed when an attempt was made to curve the distal end of the tube when the device was inserted into the endoscope when an attempt was made to extend the distal end of the tube while the forceps elevator was raised when the guide wire was inserted into the distal end of the tube, if the guide wire was used for the procedure the customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : when inserting and removing this product from the endoscope, pull the slider slightly and move forward and backward with the knife wire along the tube curvature. If the forceps base of the endoscope is moved forward or backward while the knife wire is deflected, the metal part of the forceps base may come into contact with the knife wire and scrape the coating. Do not energize teared or scratched wire coatings while they are in contact with tissues. If the wire coating that has been torn or scratched is energized while it is in contact with the tissue, current may leak and may lead to output loss or unintentional tissue burns. If you feel that the sharpness is not good when energizing, pull this product out of the endoscope and make sure that there is no tear, scratch, or other damage to the wire coating. Do not bend the tip of this product too much or forcibly deform it. Doing so may result in damage to the product. Do not insert this product into the endoscope with the knife wire stretched. Doing so may protrude sharply from the tip of the endoscope, leading to perforation, major bleeding, mucosal damage, or damage to the endoscope or this product. When inserting this product into the endoscope, hold the slider motionlessly. If the slider is not held, the tip of the insertion point may bend and protrude sharply from the endoscope tip, which may lead to perforation, major bleeding, mucosal damage, or damage to the endoscope or the product. If the resistance is too high to insert, return the endoscope angle or forceps base to a point where it can be inserted comfortably. If forcibly inserted, it may protrude sharply from the tip of the endoscope, leading to perforation, major bleeding, mucosal damage, or damage to the endoscope or this product. Do not protrude sharply. Doing so may result in perforation, major bleeding, mucosal damage, or damage to the endoscope or this product. Do not insert this product at an angle against the forceps plug of the endoscope, or hold the part away from the forceps plug. Doing so may damage the insertion. Insert this product slowly. Sudden insertion may result in damage to the endoscope or the product. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the sphincterotome wire was very out of shape which made it difficult to cut, the wire was frayed, and clevercut coating burnt/stringy. The issue occurred during a therapeutic endoscopic sphincterotomy (est) procedure that was completed using a similar device. There were no reports of patient harm.